Manufacturer narrative:
(B)(4) for the reported issue of catheter difficult to remove. : the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a removable wallflex fully covered biliary rx stent was attempted to be implanted within the biliary duct of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, during the procedure, the stent was advanced with difficulties into an uncovered metal prosthesis implanted within the biliary duct. It was reported that the stent expanded properly; however, it (the delivery system) could not be released and the device was removed with the scope. The user reported that they had to perform "radiological drainage with another anesthesia." There were no patient complications as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.